Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine a follow up. The atrial lead exhibited inappropriate mode switching due to noise. The noise could be reproduced with isometrics. The patient would monitored.